Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the stent and in the guide wire lumen, which is consistent with the sds being advanced over a guide wire and into the patient anatomy. The stent was dislodged from the balloon and located loose on the distal shaft. The entire length of the stent was mangled. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The balloon had slightly relaxed folds. There were three kinks in the soft tip and the distal edge of the soft tip was jagged. Since this damage was not reported in the incident information, the tip damage may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The stent outer diameters could not be measured due to the damage noted. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. In this case, it is possible an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage to the stent and subsequently loosened the stent on the balloon. Further handling of the stent during packaging, handling and return to abbott vascular for analysis could have contributed to the stent dislodging proximally from the balloon. However, as the stent dislodgement was not reported with the case information; this could not be confirmed. Analysis noted balloon peeling at the proximal balloon seal for a length of 5mm, which was not initially reported with the incident information. The balloon peeling appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Although balloon peeling or shredding is occasionally seen on manufacturing production lines, it is more likely that the balloon peeling occurred during the failed attempt to cross the lesion. It is possible that the balloon may have scraped against the lesion, which may have contributed to the shredding of the balloon material. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this event; all lot release testing met manufacturing criteria. A conclusive cause for the noted stent dislodgement could not be determined; however the reported failure to advance appears to be related to the operational context of the procedure. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during a procedure of a moderately calcified lesion, after predilatation, the multilink vision could not cross the lesion. A non-abbott stent was used to complete the procedure. There was no reported patient effect. No additional information was provided. Device evaluation revealed the stent was dislodged from the balloon onto the shaft of the delivery system. Balloon material peeling was also observed.